Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during central processing, the 8mm fenestrated bipolar forceps instrument insulation wire was compromised. This was observed in sterilization and processing department (spd) with 4x magnification per the instructions for use (IFU). There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and was found to have damaged conductor wire insulation at the yaw pulley. There was fragmentation of the insulation, but it was still attached, and the internal conductor wire were not exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test.

Event description:
Refer to h11 for follow-up information.